Event description:
It was reported that the unit had been dropped and it needed the case replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer, one side bail cover, ring cover and battery drawer o-ring were broken. It was also noted that the ring was bent, the high rate cover was contaminated, and that the analysis confirmed the customer comment of the upper and lower cases being broken.